Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: fluid/blood leak. 3 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Evaluation findings (results/components): 3 devices: wear problem / part/component/sub-assembly term not applicable. Product disposition: 3 devices: serviced and returned to customer. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.